Event description:
Pump reported a cartridge change error every three days over the past three weeks. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through a series of inspections and cleanings, resulting in the successful loading of the cartridge and resumption of insulin delivery.